Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was analyzed and no significant anomaly was found. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implantable neurostimulator. It was reported that upon opening the lead package to go on to the sterile field, the lead was bent on the proximal end. It appeared that nothing was wrong with the lead itself, the styles in the lead were bent. The lead was never implanted and the surgeon asked for a new lead. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.